Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement reported.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3,h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. The fse reported that they confirmed the problem. The problem was to be with the pim module and it was replaced. Full preventive maintenance per manufacture specifications and device passed the performance and safety checks according to factory specifications.